Manufacturer narrative:
B5 clinical narrative updated. Section d catalog number was corrected. Section d brand name corrected.

Event description:
Additional information was received stating that no interventions involving the impella device were performed to address the patient¿s atrial fibrillation (afib), and the arrhythmia resolved on its own.

Manufacturer narrative:
D6b: added explant date. H6: added code per information in the complaint file.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Paroxysmal atrial fibrillation/peri-procedural adverse event: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
An impella 5.5 was placed via direct surgical access to the aorta for the support of a 63 year old male patient who had been admitted in with plan for surgery, for the CABG bypass. The patient presented in scai stage d shock. On the day after the pump was placed, the team observed the patient to be suffering from an arrhythmia of unknown etiology. There was thought it may have been atrial fibrillation and they troubleshot by defibrillation. The team assessed the patient and found the pump to be in appropriate position, and the pump remains on for support despite the harm. The causal relationship of the pump to arrhythmia is not known.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.